Event description:
Acute pain was initially reported following a new catheter and pump implant. The pain was noted as being located over the entire device sys. In addition, the pt stated she was black and blue, presented a scar, and had swelled up to (B)(4). On (B)(6) 2010, the pt had a seizure. Prior to the seizure, a physician had transitioned the pt off of medication and had replaced it with saline at a rate of 0.05 ml/day. It was noted that the pt's pump was overdue for a saline refill at the time of the seizure. The pt indicates she did not have any therapeutic effect since the device was implanted. Fentanyl was noted as initially being administered by the pump along with another drug that the reporter could not remember. Concentration and daily dose amount was not reported, nor was the pt's outcome. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).